Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath. Unit is overheating, water in machine is being overly used, and an alleged strong electrical odor from the device. There was no report of serious or permanent patient harm or injury.. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation, evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Observed dust/dirt and fibrous contamination, inconsistent with sound abatement foam degradation, throughout the device enclosure and airpath, suggesting that it originated from a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes unable to address the symptoms described. Can confirm the presence of contamination in the airpath. Can confirm the device powers on and provides airflow.